Event description:
Percutaneous coronary intervention (pci) was performed. The lesion, located in the left main coronary artery (lmca) and left anterior descending (lad), was 90% stenosis with calcification and moderately tortuous. The lesion was imaged using an intravascular ultrasound (ivus) imaging catheter. Pre-dilatation of the lesion was performed with a balloon. A bsc stent was implanted in lmca and ivus was again performed. Post-dilatation with balloon was performed. A stent then was implanted in mid lad. Post implant a dissection at the distal part of the stent was confirmed.an attempt was made to place another stent, but during advancement, the stent was dislodged. A balloon was advanced through the dislodged stent; inflation was performed, implanting the dislodged stent between lmca to proximal lad. Additional stent was implanted just proximal of proximal lad and another stent was delivered to the distal part of mid lad (the area of dissection) and implanted. Ivus again was used. Unable to advance the ivus catheter distally as the distal part of stent was not completely dilated, ivus was performed on mid part of stent, and upon withdrawal severe resistance was encountered. Physician attempted to pull and advance the catheter, but was unsuccessful. In an attempt to free the device, imaging core was removed guidewire was inserted. Physician then attempted to rotate the catheter; balloon was then loaded over the guidewire in attempt to push the catheter free, still without success. It was then confirmed, by fluoroscopy that the tip (17cm) of the imaging catheter had detached. Physician attempted to capture the tip with a snare, but due to severe resistance was unsuccessful. At some point the proximal part of the catheter was removed outside the patient. New access was obtained and guide catheters were positioned. Guidewire was inserted, balloon was delivered and inflated, but physician was unable to retrieve the tip. Patient¿s condition was stable. Patient was transferred to another hospital for bypass surgery. The catheter tip was removed surgically the same day. Also, a coronary artery bypass graft (CABG) was performed successfully. Patient was reported as to have had a cardiac infarction and an inter aortic balloon procedure (iabp) and is hospitalized.

Manufacturer narrative:
New code request has been submitted for stuck in stent.

Event description:
Percutaneous coronary intervention (pci) was performed. The lesion, located in the left main coronary artery (lmca) and left anterior descending (lad), was 90% stenosis with calcification and moderately tortuous. The lesion was imaged using an intravascular ultrasound (ivus) imaging catheter. Pre-dilatation of the lesion was performed with a balloon. A bsc stent was implanted in lmca and ivus was again performed. Post-dilatation with balloon was performed. A stent then was implanted in mid lad. Post implant a dissection at the distal part of the stent was confirmed. An attempt was made to place another stent, but during advancement, the stent was dislodged. A balloon was advanced through the dislodged stent; inflation was performed, implanting the dislodged stent between lmca to proximal lad. Additional stent was implanted just proximal of proximal lad and another stent was delivered to the distal part of mid lad (the area of dissection) and implanted. Ivus again was used. Unable to advance the ivus catheter distally as the distal part of stent was not completely dilated, ivus was performed on mid part of stent, and upon withdrawal severe resistance was encountered. Physician attempted to pull and advance the catheter, but was unsuccessful. In an attempt to free the device, imaging core was removed and guidewire was inserted. Physician then attempted to rotate the catheter; balloon was then loaded over the guidewire in attempt to push the catheter free, still without success. It was then confirmed, by fluoroscopy that the tip (17cm) of the imaging catheter had detached. Physician attempted to capture the tip with a snare, but due to severe resistance was unsuccessful. At some point the proximal part of the catheter was removed outside the pt. New access was obtained and guide catheters were positioned. Guidewire was inserted, balloon was delivered and inflated, but physician was unable to retrieve the tip. Pt's condition was stable. Pt was transferred to another hospital for bypass surgery. The catheter tip was removed surgically the same day. Also, a coronary artery bypass graft (CABG) was performed successfully. Pt was reported as to have had a cardiac infarction and an inter aortic balloon procedure (iabp) and is hospitalized.

Manufacturer narrative:
A review of the device history record (DHR) was performed and found nothing relevant to the reported event. No similar complaints were found in this lot. The hub, telescope, and imaging core were removed in the attempt to free the device and were not returned with the device. The functional testing could not be performed due to the missing parts. The device was received in two parts. The initial sheath assembly measured 123.7 cm and the remaining distal portion measured 24.8 cm. During investigation, bloodstain was observed inside of the distal tip assembly. The returned sheath separation site showed indications of stretching (elongation), no longitudinal fractures and the separation location was necked down suggestion the catheter was pulled. Multiple kinks were observed in the broken sheath assembly. The guidewire exit port was lifted. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The device labeling and directions for use (dfu) were reviewed and revealed the product label contain dimensions of the catheter tip as well as the following in the dfu: warnings: do not pinch, crush, kink or sharply bend the catheter at any time. This can cause drive cable failure. An insertion angle greater than 45° is considered excessive. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment. Precautions: never advance the imaging catheter without guidewire support because it can cause difficulty in reaching the intended region of interest or can cause the distal catheter tip to kink. Never advance the distal tip of the imaging catheter near the very floppy end of the guidewire. This part of the guidewire will not adequately support the catheter. A catheter advanced to this position may not follow the guidewire when it is retracted and cause the guidewire to buckle into a loop which the catheter may drag along the inside of the vessel and catch on the guide catheter tip. If this occurs, it will be necessary to remove the catheter assembly, guidewire and the guide catheter together. If the catheter is advanced too near the end of the guidewire, advance the guidewire while holding the imaging catheter steady. If this fails, withdraw the catheter and guidewire together. During the procedure, inspect the catheter carefully for any damage which may have occurred during use. Multiple insertions may lead to catheter exit port dimension change/distortion which could increase the chance of the catheter catching on the stent. Care should be taken when re-inserting and/or retracting catheter to prevent exit port damage. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the event description, the observed condition of the device, and the anatomical and procedural factors encountered during the procedure, the root cause of the stuck on stent has been determined to be due to operational context. The manufacturer will continue to monitor complaint trends for this product.